Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user contacted support regarding a freestyle libre 3 plus sensor appearing to be in a pairing state with the ilet app, and upon review the sensor was connected and transmitting glucose values. A concurrent blood glucose value of 277 mg/dl was noted and later returned to range. Symptoms included hyperglycemia. Outcomes included no long-term impairment and no need for medical intervention or hospitalization. Investigation included technical review of device data and user-guided troubleshooting and education. Investigation of this case revealed that the sensor was functioning and successfully connected, with no device malfunction identified. It was concluded that the event resolved with confirmation of proper cgm pairing and operation, and no further action was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.